Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noticed that there was a scratch on lens after insertion into patient's eye. The iol was explanted during initial procedure. Additional information has been requested, received and stated there was no patient harm.